Manufacturer narrative:
A second sample from the patient had the following results: elecsys toxo igm: 6.18 coi (reactive). Diasorin liaison xl toxo igm: <3.0 au/ml (non-reactive). Abbott alinity toxo igm: 0.140 index (non-reactive). This sample from the patient was submitted for investigation and the customer¿s elecsys toxo igm results were reproducible. Based on the results obtained within the investigation and results provided by the customer, the reactive elecsys toxo igm result was found to be incorrect due to interference. The specific nature of the interference could not be determined. Due to the relative specificity documented in product labeling that false positive results can occur, the reagent was found to be performing within specification.

Event description:
There was an allegation of questionable elecsys toxo igm results from the cobas pure e 402 analytical unit. The initial result was 14.9 coi (reactive). The repeat result was reactive. No numeric result was provided. On (B)(6) 2024, the same sample was tested using diasorin liaison toxo igm and the result was <3.0 s/co (non-reactive). On (B)(6) 2024, the same sample was tested using abbott alinity toxo igm and the result was 0.160 index (non-reactive). The questionable results were reported outside of the laboratory.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation is ongoing.